Manufacturer narrative:
The mfg records review verified that the lot met all pre-release specs.

Event description:
On (B)(6) 2012, the pt underwent treatment for a thoraco-abdominal aortic aneurysm with an endologix stent-graft and a conformable gore tag thoracic endoprosthesis. The endologix device was extended proximally up to the lowest renal artery with the tgu404010. The pt tolerated the procedure with no complications. The pt later presented with back pain, and shortly thereafter, on (B)(6) 2012, he underwent an open repair of the aneurysm due to a type I endoleak. The stent-grafts were removed and replaced with a bifurcated surgical graft. The pt tolerated the procedure with no complications. The physician stated that the cause of the endoleak was unk.